Event description:
The brush head and it's just slipping off teeth when I use it 3d white - oral-b [device breakage]. Case narrative: female consumer via phone stated that she purchased an oral-b toothbrush, model 3710, and an oral-b 3d white toothbrush head. The oral-b toothbrush head was slipping off of her teeth when she used it. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.